Event description:
It was reported, the catheter was placed on march 25 and after 6 days of use, the catheter extension tubing leaked. Patient impact: accidental extubation and reintubation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received 4/21/2025: it was reported saline was leaking during maintenance and using in-hospital fixation device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed that there was a bead of liquid on the extension tubing. There were no distinguishing features on the tubing which supported a specific root cause of the observed leak. This complaint will be recorded for future trending and monitoring purposes.